Event description:
The customer reported that while running a hepatitis surface antigen assay, summit sample handler did not pipette sample into well positions 8 and 11 and no error message was given. A field service engineer was dispatched and could not duplicate the event. No death or serious injury was associated with this event.